Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully reset it with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which they acknowledged.